Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for elecsys ft3 iii (ft3) and the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The customer complains of high results for ft3 and the elecsys ft4 ii assay (ft4). The patient was 27 weeks pregnant on (B)(6) 2018. (B)(6). Results highlighted in yellow are erroneous. The erroneous results were reported outside of the laboratory. Sample numbers 5 and 7 were repeated with diasorin and siemens test methods. The patient was treated based on the ft3 and ft4 results. The treatment received was six 50 mg. Tablets per day of propylthiouracil for 5 days. The patient was not adversely affected due to receiving the treatment. No adverse events were alleged. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
Samples from the patient were provided for investigation. Investigations of the samples determined that they contained an interferent to a component of the tsh assay. This limitation is covered in product labeling.